Event description:
A talent stent graft sys was implanted in a pt for endovascular treatment of a 6.5 cm abdominal aortic aneurysm approx 1 month ago. The aortic neck was unremarkable. It was reported that the contralateral gate could not be cannulated for over 2 hrs. It was noted that the x-ray equipment went down 3 times during the procedure. The decision was made to convert to an aorto-uni-iliac ys using a talent converter followed by a fem-fem. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results, conclusions: unk cause of cannulation difficulty.